Manufacturer narrative:
This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial (B)(4). Concomitant product: non biosense webster, inc. - biotronik uhs 3000. Non biosense webster, inc. ¿ bard recording system. Pentaray catheter, us catalog #: unknown, lot #: unknown. Investigation summary: the system was fully checked by the biosense webster, inc. Field service engineer. No failure found in setup. All atp/preventative maintenance tests were performed and passed. System is ready for clinical use. The user was advised to use default template and new pin box on the next procedure.  The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system. It was reported that the stimulation was not possible with the use of a right ventricle catheter. No patient consequences were reported. Additional information was received on the event that clarified that pacing was allowed during the ablation. There was unwanted pacing being delivered. Every pacing got a ventricular capture when pacing from the pentaray catheter in the pulmonary veins or when pacing from the coronary sinus catheter in the coronary sinus. The stim cable was in the main stim port. The catheter was placed in the bard to be able to stimulate in the right way. The ¿unwanted pacing¿ issue was assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on may 7, 2018. It was confirmed that pacing via carto on the rva catheter was not possible, therefore, the catheter was placed in the bard to be able to pace. The user tried to pace from a catheter which was placed in the left atrium and got activation of the ventricle. The ablation catheter, pentaray catheter and rva catheter were all connected. It was reported that the problem was resolved by using the default template. Manufacture¿s reference number: (B)(4).